Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the insulin pump was not delivering insulin. The customer¿s blood glucose was 300 mg/dl. The customer¿s other blood glucose was 303 mg/dl. The device will not be returned for analysis.